Event description:
It was reported that the patient underwent their first surgery on (B)(6) 2009. It was a direct lumbar interbody fusion using auto and allograft, a direct lateral anterior interbody discectomy, an anterior interbody cage placement, posterior spinal instrumentation placement at l3-l4, and a posterior spinal fusion using auto and allograft at l3-l4 using rhbmp-2/acs. Following the surgery, the patient's pain became worse. Post surgery the patient was evaluated and mris were taken. The test results indicated the patient needed two different surgeries, including a fusion and a tlif. On (B)(6) 2013, the patient underwent a second surgery. This surgery included the following procedures: a lumbar laminectomy; a trans-foraminal lumbar interbody fusion using auto and allograft; a tlif cage placement; posterior spinal instrumentation; and a posterior spinal fusion using auto and allograft. Each of these procedures all occurred at l5-s1. During this surgery, the surgeon used puregen. After this second surgery, the patient hurt even worse than before her second surgery, suffering from constant leg pain. Further, she experienced an abnormal gait and could hardly bend. Current ly, the patient hurts worse since the last surgery. She suffers from severe leg pain and now has an abnormal gait. Further, she can hardly bend. The patient has reportedly recently attempted to procure treatment with other doctors but has been turned down.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.